Manufacturer narrative:
Due to character limit in block e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the blood was observed in the helium tubing of the cardiosave intra-aortic balloon pump (iabp). The rn immediately notified the ccu fellow and CT surgery team. The patient received pain medication and remained hemodynamically stable. The iabp was noted to be malfunctioning, and the iab catheter was emergently removed at the bedside by CT surgery. On inspection, the tip of the iabp wire/pressure transducer appeared to have perforated through the balloon tip. The device was saved for return to the manufacturer. The patient tolerated the removal well and was neurologically intact post-procedure. The vascular graft/conduit in the left chest was not bleeding after removal. Subsequently, the patient was taken to the or for removal of the balloon pump sheath and the distal portion of the graft. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The patient had complained of nausea and violent emesis before this was noticed. Pain medication was given to patient and vital signs remained stable. This was part of a grouping of five issues, with 2 balloons and 7 pumps affected in total. The iab catheter was emergently removed at bedside by CT surgery. It appeared that the tip of the iabp wire/pressure transducer had perforated through the tip of the balloon. The patient tolerated removal well, and was fully neurologically intact after removal. Vascular graft/conduit was left in the left chest and was not bleeding after removal. The next day, the patient went to or for balloon pump sheath and removal of the distal portion of graft. It was noted that the balloon insertion was axillary, which is not recommended in the instructions for use.